Event description:
During a transseptal puncture performed with a brk transseptal needle, the needle perforated the left atrial roof. The case was aborted and no further intervention was necessary. The patient was in good condition. The physician believed the perforation was due to user technique.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion was due to user technique. Per the IFU, cardiac perforation is an inherent risk during the use of this device.